Event description:
It was reported patient underwent unknown total hip arthroplasty on unknown date. Patient was subsequently revised to biomet product for unknown reason on (B)(6) 2009. A debridement was performed (B)(6) 2010 due to infection. A closed reduction was performed (B)(6) 2010 and a further closed reduction (B)(6) 2013 due to dislocation. A subsequent revision was performed (B)(6) 2013 due to dislocation and vertical and anteverted cup. The cup, liner and head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." And number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." Review of sterilization certification confirms device was sterilized in accordance with (B)(4). This report is number 1 of 8 mdrs filed for the same event (reference 1825034-2013-01708 / 01715).